Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2016; 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in-office for a routine device check, whereupon the left ventricular (lv) pacing vector was adjusted to achieve a lower threshold. Later that day the patient experienced diaphragmatic stimulation, with the patient noting a fluttering sensation. The pacing vector was programmed back to the original setting and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was noted to be part of the (B)(6) clinical study.